Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
It was reported that the customer stated during use the cuff was not inflated. The patient was re intubated. It was not known if the cuff was pre tested.